Manufacturer narrative:
Correction: this MDR was a duplicate. Any further information will be provided with report number 6000034-2021-03722. This report is submitted on march 08, 2022.

Manufacturer narrative:
It has now been reported that the device has been explanted. The infection has cleared. It is unknown if there are plans to re-implant the patient with another device. This report is submitted on december 24, 2021.

Manufacturer narrative:
This report is submitted on oct 29, 2021.

Event description:
Per the surgeon, the patient experienced an infection (B)(6) at the implant site which was treated with an antibiotic (form of administration unknown).